Manufacturer narrative:
The failure mode for the susceptibility discrepancy was likely due to the atypical nature of the isolate. Data provided by the customer and reviewed by beckman coulter did not indicate an instrument or panel issue. Per clsi m07-a10, cefoxitin tests are better predictors of the presence of mec-mediated resistance than (B)(6) test methods. In addition, the dried gram positive procedural manual (pn 3251-2419a) section f "reading the panels" states the following: for (B)(6), any growth should be considered significant. This s. Aureus isolate likely had heterogeneous expression of the meca gene, testing (B)(6) on the pc29 panel. The pc29 panel was unable to detect the resistance with the (B)(6) test alone. The customer followed clsi recommendations by performing offline tests in conjunction with the pc29 panel testing to ensure detection of the resistance. (B)(4).

Event description:
The customer reported that the pos combo 29 (pc29) panel type (lot umber not provided) gave a (B)(6). Customer stated the panel was not visually verified. The specimen was from a tissue source. The (B)(6) result was provided to the physician. Offline testing methods indicated the isolate was (B)(6). An amended report was provided to the physician with mrsa identification. The physician reported the patient treatment was going to be changed based on the amended report however no further details were provided. During a follow up call with the customer on (B)(6) 2017, the customer reported the patient had been released from the hospital. There was no report of death or injury in connection with the reported event.